Event description:
During a saphenous vein harvesting procedure, it was reported that co2 was leaking from the scope washer valve. The hosp used a replacement device to complete the procedure. No pt complications were reported. After the analysis on the returned device was completed, it was found that saline was leaking at the handle end. This report is being submitted for the investigation findings rather than the alleged complaint report. The failure mode, "leaking at the handle" is a reportable malfunction.